Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to oversensing. It was found that the lead had dislodged. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.